Manufacturer narrative:
Patient information not available for reporting. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Facility address and telephone not available for reporting. Initial reporter is synthes affiliate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a mitral valve replacement procedure on (B)(6) 2018, two (2) sternal zipfix with needle would not tighten. Another sternal zipfix was used to complete the procedure. No adverse consequences to the patient. This report is for one (1) sternal zipfix with needle. This is report 2 of 2 for (B)(4).